Manufacturer narrative:
Fourteen samples were returned for evaluation. The samples (lot 4606330 received on 2016-08-23) were tested. Test result: all products were tested ok. No additional complaints registered regarding lot no. 4606330 - (B)(4). A recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint. CAPA (B)(4) was initiated to follow this complaint.

Event description:
According to the available information, nurses claim that four catheters from this box kinked near a blocked path in the patients' urethra on insertion. The patient has had nurses insert his catheters for the last 2-3 years without any issues. On this occasion when the catheter was inserted the nurses believe the catheter kinked near a blocked path and caused a tear which resulted in bleeding. End user was hospitalized where a urethral catheter was inserted for the next 2 weeks. Nurse stated the doctor said that catheter must of been faulty as the urethral catheter was inserted with no issues.